Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excess air was removed from the cartridge during the loading process. Customer continued to use cartridge for insulin therapy and no further issues were reported. Customer's blood glucose was 114 mg/dl.